Event description:
Pt noted beeping coming from her medtronic ICD. She presented to her cardiologist's office for device interrogation; impression: device trigger alert for ventricular pacing lead impedance out of range. Device programmed alert range at <200 ohms or >1000 ohms. There was ventricular pacing lead impedance of 1040 ohms recorded. Elective battery replacement when battery voltage is equal to or less than 2.62 volts. Defibrillator findings were within normal limits. Cxr did not show any obvious evidence of a lead fracture; this type of parameter has been used in the past and has been consistent with lead fracture per cardiologist's note. Pt taken to ep lab where rv apex lead implanted was capped and placed in pocket. Another rv apex lead;medtronic model 6947m was implanted.